Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump gives the no delivery alarm. The customer¿s blood glucose level was unknown. Troubleshooting was completed for no delivery alarm. Customer states they had tried all remedies. The insulin pump will be returned for analysis.

Event description:
The customer's weight information has been changed to 190.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing.